Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram which was performed showed the presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of the mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, two balloon loss of pressure events were reported to have occurred in the same patient which suggests that the patient anatomy (such as the presence of clinically significant peripheral vascular disease) may have contacted the balloons, potentially contributing to a tear in the balloons. The review of the lhr (lot f1519612) indicated that the device lot met all established performance criteria prior to shipment. See medwatch report #s: 3004939290-2015-00606 & 3004939290-2015-00607.

Event description:
It was reported that two mynxgrip vascular closure devices had two balloons burst in the same patient due to mild calcification. Femostop was placed for over 30 minutes to achieve hemostasis. The patient was noted to be fine and hospitalization was not prolonged as a result of the event. Additional information: there was no resistance while inserting the device. Vessel location: peripheral vessel size: 7 mm sheath size: 7f.

Manufacturer narrative:
Leak testing was performed by attempting to inflate the balloon from the returned device with water which revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 5.5 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined; however this type of tear is typically observed when the balloon comes into contact with calcification in the vicinity of the puncture site. It was reported by the facility that two balloons burst in the same patient due to mild calcification and also a pre-procedure femoral angiogram was performed which showed the presence of mild pvd/calcium in the vicinity of the access site. Although only mild calcification/pvd was observed in the vessel, two balloons lost pressure in the same patient, which suggests that the patient's anatomy (such as the presence of clinically significant peripheral vascular disease) may have contacted the balloons, potentially contributing to a tear in both balloons. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of the mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site.

Event description:
On 1/14/2016, the following additional information was reported: after the second device failed manual pressure was held for 2 to 5 minutes and a femostop was placed.